Manufacturer narrative:
The device has not yet been received for physical evaluation. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.

Event description:
The user facility reported that leaking was noted from the crit-line chamber. According to the charge nurse, the leak occurred near the white end cap and was visible. Treatment was immediately stopped and completed with a new set-up. Estimated blood loss was 10-20 ml. Patient was asymptomatic, did not require any medical intervention, and was fine. Sample has been returned.